Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his issue. During the call, the customer noted that the unit was functioning properly with 190 series scopes and only experiencing issues with the 180 series scopes. Later tac followed up with the customer and discovered that the staff was able to get a good image after they cleaned the contacts on the videoscope cable. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus-loaner evis exera iii video system center stopped producing an image during a diagnostic case. According to the initial reporter, the procedure was completed using the subject device without difficulty or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it¿s likely the cause is related to dust/dirt on the contact point of the videoscope cable. Olympus will continue to monitor field performance for this device.